Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after advancing to the target lesion site, during the first inflation of the deployment, the balloon allegedly ruptured (atm below nominal pressure). There was no reported retraction difficulty through the sheath. It was further reported that another balloon was used to fully expand the stent and complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the balloon size was printed on the balloon hub of the catheter identified the returned sample as a 9mm x 17mm balloon. The balloon appeared to have been previously inflated. The stent was not returned. Stent crimp marks were present on the balloon. Functional/performance evaluation: the patency of the guidewire was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Water was observed exiting a pinhole rupture on the barrel of the balloon, located 1.6cm from the distal tip. No other anomalies were identified. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: image/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a pinhole rupture on the barrel of the balloon. Per the reported event details, the stent was implanted in the aorta. Per the IFU (instructions for use), "the valeo biliary stent is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree." The user and sales representative were both aware that the device was used off label. It is unknown whether the off label usage of the device contributed to the balloon rupture. It is unknown whether patient and/or procedural issues contributed to the reported event. The current IFU (instructions for use) states: indication: the valeo biliary stent is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. Warnings: the safety and effectiveness of this device for use in the vascular system have not been established. The maximum balloon inflation pressure used to deploy the stent must not exceed the rated burst pressure (rbp) specified on the label. The use of a pressure monitoring device is recommended to prevent over pressurization. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.